Manufacturer narrative:
A ge service representative performed an onsite investigation. The ac power cable and plug assembly was evaluated and repaired. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would not turn on/failed to boot up. No patient serious injury or death was reported related to this event.